Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The physician was attempting to deploy the taxus express2 8.8% 2.5 mm x 12 mm stent when it "moved proximal to the lesion." The physician then deployed another taxus express2 8.8% 2.5 mm x 12 mm stent to cover the lesion site. There were no reported pt injuries or complications. The final status of the pt is listed as good.